Manufacturer narrative:
B3: event date unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an air leak. There was no patient involvement and reporter confirmed that there were no patient harm/adverse event reported.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The cause is a leak from the spont variable relief valve. This will be replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.